Manufacturer narrative:
The cobas 8000 e 801 module serial number is (B)(6). The qc and calibration were passing at the time of the event. The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys troponin t hs result from the cobas 8000 e 801 module. The initial result was 217 ng/l, and the repeat result on (B)(6) 2025 was 49.2 ng/l. The initial result was repeated because it was considerably different from the control sample.

Manufacturer narrative:
In an analysis of images provided, it was determined that the wheels of the active gripper were dusty. The overall sample quality was acceptable. Some samples show film or particles. Very few samples had bubbles. A field service engineer (fse) cleaned the gripper wheels. A general reagent or analyzer problem is not present, as qc was passing prior to the event. The investigation was unable to determine a direct root cause.